Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a pump error during normal use. Blood glucose level at the time of the incident was unknown. The insulin pump will be replaced and the product will be returned for analysis.

Manufacturer narrative:
Unable to verify insulin pump in manufacturing mode due to open book. Pump error alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No serious pump error noted in the insulin pump history. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.